Event description:
The patient reported the surgical tape holding the trial stimulator in place was coming off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).